Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they saw a "data has been lost. Please contact your clinician" message and stated that the patient had had a return of symptoms. Caller said that on monday the 17th the patient had microvalve heart replacement and the interstim device was turned off prior to surgery. Caller stated that on friday they wanted to turn it back on but encountered this message. Caller stated that they need to get it back on and working becuase every time the patient coughs they pee. Agent reviewed with caller that the device needs to be recalibrated or reprogrammed before the patient can use therapy again. The patient was redirected to their healthcare provider to further address the issue. Caller stated they already called their doctor who said the same thing. Caller mentioned they are still in the hospital recovering from the heart procedure and are wondering if a manufacturing representative (rep) can come to them. Agent provided them with the national answering service number.